Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving shocks from the device. An attempt was made to interrogate the device; however it was impossible due to the device being in backup mode. Technical support was contacted, and recommended device replacement due to the device being near elective replacement indicator (eri). The shocks were delivered due to atrial fibrillation with fast conduction which was diagnosed as ventricular fibrillation. A device download was performed to resolve the backup mode and device replacement is anticipated.

Event description:
Additional information received indicated that the device was explanted and the patient was stable following the procedure.